Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of mechanical indentations/burrs instrument blades to be related to the customer reported complaint. The monopolar curved scissors (mcs) instrument was found to have blade damage at the tip point of the blade. One of the blade edges was indented, which prevented the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Probable root cause of the failure mode mechanical indentations and/or burrs instrument blades are attributed to damage when attempting to cut incompatible material, such as hard objects like bone or cartilage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors doesn't close completely. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.